Manufacturer narrative:
The device has been received for evaluation. However, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported, that an occlusion alarm occurred. The customer's blood glucose level was 171 mg/dl. The customer reverted to an alternate method insulin therapy.